Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: w1tr01 crtp, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea upon exertion. It was found the patient's left ventricular (lv) lead high thresholds and potential loss of capture. It was also reported the patient's right atrial (ra) lead exhibited oversensing as well as intermittent undersensing during atrial tachyarrhythmias. The patient was admitted to the hospital and the lv and ra leads remain in use. No further patient complications have been reported as a result of this event.